Event description:
It was reported that the procedure was to treat a lesion with moderate tortuosity and mild calcification in the mid right coronary artery (rca). A 3.5 x 18 mm xience prime stent delivery system (sds) was advanced via direct stenting, but could not cross the lesion. The device was withdrawn from the anatomy and pre-dilatation was performed with an unspecified 2.5 x 15 mm balloon. The same 3.5 x 18 mm xience prime sds was re-inserted and unsuccessful attempts to cross the lesion were made. No force was applied during the unsuccessful attempts to cross the lesion. During withdrawal of the xience prime device from the patient anatomy, resistance was encountered with the vessel. A new 3.0 x 18 mm xience prime sds was advanced and implanted. The procedure was successfully completed and the patient's final outcome was satisfactory. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.